Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reported to have implant-related congestive heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead caused a perforation during implant, leading to cardiac tamponade. The lead was repositioned. It was then reported that the left ventricular (lv) lead post-operatively dislodged after difficulty had been experienced placing the lead. The lead perforated during repositioning and the distal tip was seen floating freely in the pericardial space. The lead was left as is to provide vascular hemostasis. The patient was transferred from the critical care unit to the operating room for evacuation of cardiac tamponade and repositioning of the lv lead. Upon extubation, the patient requested a transition to comfort care only and to be placed on a do not resuscitate/do not intubate (dnr/dni) status with no escalation of care. The patient became unresponsive without a pulse two days later and died. The patient was a participant in the (B)(6) clinical study. No further information was reported.